Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restarted sensor session. In addition an early sensor expiration due to potential patient misuse was found on (B)(6) 2020. No injury or medical intervention was reported.